Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic band removal procedure, the device's seal disengaged during insertion of stapler through trocar. A part of seal fell into the patient's cavity and was pulled out with grasper. Another trocar was used to complete the case. There was no patient injury.